Event description:
It was reported that a data review was needed involving this device. It was noted that the battery of the device had depleted prematurely as the battery went from 12 to 9 to 4.5 years remaining in three years time. The patient was scheduled for a six month follow up and wanted to make sure the follow did not need to occur sooner. A review of the device data by technical services (ts) confirmed that the device was depletion prematurely and the power consumption was expected to increase. Ts advised to replace the device within ninety days. This device was subsequently explanted. It was not known the date of explant or if the device would be returned as the procedure was done without a boston scientific representative. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that a data review was needed involving this device. It was noted that the battery of the device had depleted prematurely as the battery went from 12 to 9 to 4.5 years remaining in three years time. The patient was scheduled for a six month follow up and wanted to make sure the follow did not need to occur sooner. A review of the device data by technical services (ts) confirmed that the device was depletion prematurely and the power consumption was expected to increase. Ts advised to replace the device within ninety days. This device was subsequently explanted and returned. No additional adverse patient effects were reported.